Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed a kink on the hypotube 84.5cm from the hub. The hypotube is separated 87cm from the hub. Microscopic examination revealed no additional damages. There is blood present in the guidewire lumen and the balloon is loosely folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 99% stenosed, 12mmx2.5mm, target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 2.5mm x 12mm quantum maverick balloon catheter was advanced for dilatation. However, the shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.